Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that since the patient's ins replacement on (B)(6) 2019, the patient had felt intense shock-like sensation in their extremities. The patient had brief relief after dbs adjustment on the day of ins replacement, but had difficulties after discharge. It was difficult to control the parkinson's symptoms at home, and the patient was turning the ins off and on to control symptoms. The patient came to the emergency room with increased muscle spasms. It was noted the patient felt they were being shocked with ins on and feels tight/contracted with ins off. The ins was turned off by the patient on (B)(6) 2019, and the ins was reactivated by neurology in the hospital on (B)(6) 2019. Additional diagnostics included impedance check which was normal. The ins was reprogrammed with voltage increase from 1.3 v to 1.5 v. The clinical diagnosis was reportedly overstimulation. The event resulted in in-patient hospitalization. The etiology was considered related to device/therapy, not related to procedure, and not due to programming. The event resolved without sequelae as of (B)(6) 2019. No further patient symptoms/complications were reported as a result of the event.